Event description:
Pt called lfs in 04/2004 and alleged that their meter was reading inaccurately high. The pt obtained a result of over 500 mg/dl. The pt did not have any symptoms and felt that their blood sugar result was too high. Pt contacted physician for advice. Physician told the pt to compare their meter to their old meter. No medical intervention reported. The pt stated that the test strips were peeling. Pt used correct testing technique. A replacement meter and test strips are being sent out to the pt. Based on the info provided, there is evidence of a strip malfunction. However, there is no evidence of the meter contributing to a serious injury. No further info has been provided.